Manufacturer narrative:
No root-cause could be determined. A possible reason for the event was the customer not using the recommended rack adapters. The patient was not adversely affected and was discharged in good condition.

Event description:
The customer stated they received a questionable result for hcg+b on their cobas e601 analyzer (serial number (B)(4)).the physician received the report and questioned it due to the presence of a strong fetal heartbeat. Repeat testing was performed on the same e601 analyzer. The initial hcg+b result was 0.296 miu/ml. The first repeat result was 100485 miu/ml accompanied by a data flag. The sample was auto-diluted by the analyzer and repeated with no specific data provided. The second repeat result was 104992 miu/ml accompanied by a data flag. The sample was auto-diluted and repeated with no specific data provided. There were no adverse affects to the patient as a result of this event. The patient was discharged in good condition. The field service representative determined the customer was not using tube adaptors on patient sample rack which resulted in the tubes shifting in the rack. The shifting of the tubes in the rack can cause erratic results due to premature detecting of the samples. He communicated to the customer to make sure to use the tube adaptors as recommended in product labeling. He ran performance testing with passing results. The customer calibrated and performed quality control.